Event description:
It was reported by svc report that the bed scale was not working and the power cord had a slice in it. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.